Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had a stimulator for approx three years. The pt stated that she had a myelogram done "about two weeks ago" and that subsequently the stimulator was "not working." The pt reported that she had the stimulator adjusted twice since the procedure and was still in pain. The pt indicated that she had surgery on (B)(6)2010 to fix the problem with her system, and is no longer having problems with it. Additional information has been requested. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.